Event description:
During a coronary angiography, left heart catheterization, left ventriculogram, and arterial and venous bypass graft angiograms, the 4 french 12 cm sheath introducer was inserted in the right femoral artery. The patient has peripheral vascular disease. The .035 mm j tip 145 cm guidewire was inserted, followed by a 4 french straight pigtail diagnostic catheter and 4 french jl 4.0 diagnostic catheter, 4 french 3 drc diagnostic catheter, and a 4 french internal mammary diagnostic catheter. During the procedure, the distal end of the wholey guidewire separated at the gold connector and this was visualized on fluoroscopy. The guidewire did not come apart. It was removed and replaced with another .035 wholey 145 cm guidewire and the procedure was completed without complications. The patient was discharged to home one day after the procedure in good condition. The guidewire, packaging, and an unused sample from the same lot number were saved for investigation by the manufacturer.